Event description:
It was reported that the patient presented with right sided facial droop and computed tomography (CT) imaging was performed with no evidence of large vessel occlusion stroke. The patient was also noted to be hyponatremic. The patient was transferred for further management. The patient continued to have right-sided facial droop and right-sided hemiplegia. The neurology consult found the computed tomography of the head to have no acute intracranial process on (B)(6) 2022 or prior left internal capsule stroke. There was possible narrowing of the penetrating arteries, which could potentially hypoperfused during systematic stress. On (B)(6) 2022 the patient was discharged home with afebrile and stable vitals.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of neurologic dysfunction as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.